Event description:
A laparoscopic biopsy forceps was being used when the jaws of the device became stuck in the open position. Manipulation of the forceps was attempted, but the jaws remained open in the abdomen. The physician then pulled the forceps and the accompanying trocar sleeve out as one unit. No pt injury was attributed to this event.